Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined.the manufacturing record was reviewed and found no irregularities.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During dispensing a botox in the bladder, the subject device was used. In the procedure, the needle could not inject botox into the tissue. It was reported that the user error might occur. The intended procedure was completed with another device. There was no patient injury reported. This is the report of the inability of injection.